Manufacturer narrative:
Concomitant medical products: product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-apr-08, (B)(4) (hcp, rep): information was received from an hcp via manufacturer representative, regarding a patient who was implanted with a neurostimulator (ins). It was reported that the rep ran impedance test and electrode 0 showed do not use. Programming was done using other electrodes. Issue was resolved. No symptoms were reported. Patient's weight, cause of the issue and the event date was unknown. Hcp had no further information. No further complications were reported/anticipated.